Event description:
Per the clinic, the patient developed a wound infection at the implant incision site and was treated with IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6), 2024. Reimplantation is planned but had not taken place at the time of this report.